Manufacturer narrative:
Medivators sales representatives were informed by the user that debris was discovered in the sterile water bottle after a procedure in which they were using medivators y-opsy biopsy valve with erbeflo 24 hr tubing during a procedure. It is unknown if the facility disposed of both the tubing and y-opsy valve after the procedure as instructed in medivators y-opsy IFU. Due to potential cross contamination between patient procedures, this is considered a reportable event. Medivators y-opsy irrigator is not intended for use with any tubing other than medivators endogator tubing, thus the product was used off-label. Medivators qa analysis concluded that there were no issues regarding the backflow valve on the y-opsy irrigator and performed according to specifications. There have been no reported illness or injury as a results of this incident. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that a facility discovered debris in the sterile water bottle after an endoscopy procedure using a defendo y-opsy valve and an erbeflo tubeset. There is potential for patient cross contamination.